Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation was stretched at the distal end of the lead and the distal conductor was stretched at the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was ¿behaving oddly when trying to position it¿. It was noted that the lv lead was damaged at the tip and the wire would not advance fully to the tip. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.